Event description:
Boston scientific received information that the shock impedances on the right ventricular (rv) lead have increased to greater than 125 ohms. Noise and oversensing was also noted on the rv channel. Boston scientific technical services (ts) was contacted and advised that isometric testing be performed. The local sales representative will discuss this with the physician,

Manufacturer narrative:
The crt-d has since been returned and is currently undergoing analysis. This investigation will be updated upon completion of analysis.

Manufacturer narrative:
At this time the cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service. Should additional information become available this investigation will be updated.

Event description:
Subsequently, additional information was received stating that the daily measurements (dm) gathered over the last few weeks have consistently been out of range. All configurations were tested and the measurements remains out of range. Boston scientific technical services (ts) was contacted by the local sales representative and discussed close monitor and inspection of the entire shocking system. The local sales representative later reported that the system was removed from service with no adverse patient effects.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv tip/rv ring header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.